Event description:
It was reported that the patients ipg would not hold a charge. It was also noted that the patient was no longer receiving surgical relief. The patient underwent a revision procedure wherein the ipg was replaced. The explanted ipg was discarded.